Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of device. Visual examination of the instrument noted that the distal tip of the instr ument tube housing was broken from the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the broken instrument tube housing may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic surgery, the stapler was unable to fire and to disconnect. There was also a problem when unloading the device. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.